Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge change. The patient stated he tried two different cartridges and the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #2 correction to device evaluation: the review of the black box showed that loss of cartridge detection had occurred with was duplicated during testing. During testing the load step did not detect the cartridge and emitted a no cartridge detected warning.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a contaminated ball seal in the drive assembly.